Event description:
The patient reported her blood glucose levels have been running low and she had been in the hospital three times in the past week. The patient reports her blood glucose levels seem to drop too fast. She reports her blood glucose dropped to 55mg/dl in the past week. She reports after bolusing, she experiences a burning sensation and vomits. On (B)(6)2010, the patient went to the emergency room but was not admitted and was discharged 2 hours later. The patient was not wearing the pump at the time of arrival to the hospital. The patient states her blood glucose was 94mg/dl at 7pm on (B)(6)2010. At 7:30pm, she felt she was getting a hot flash and her blood glucose was going too high. She tested her blood glucose and it was 315mg/dl. She bolused to correct her blood glucose and her subsequent readings were 226mg/dl, 215mg/dl, 209mg/dl, 200mg/dl, 205mg/dl, 201mg/dl, 200mg/dl, 232mg/dl. The final being at 10pm. The patient then decided to go off the pump and go to the ER. The patient states she was diagnosed with a bladder infection while in the emergency room.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The patient states her blood glucose was 94mg/dl at 7pm on (B)(6)2010. At 7:30pm she felt she was getting a hot flash and her blood glucose was going too high. She tested her blood glucose and it was 315mg/dl. She bolused to correct her blood glucose and her subsequent readings were 226mg/dl, 215mg/dl, 209mg/dl, 200mg/dl, 205mg/dl, 201mg/dl, 200mg/dl, 232mg/dl. The final being at 10pm. The patient then decided to go off the pump and go to the ER. The patient stated that their blood glucose levels were going low; however, her bg readings did not indicate that she was going low. The pt states she was diagnosed with a bladder infection while in the emergency room.